Event description:
User claims that she was accidentallly stuck by a syringe. The incident occurred when the plunger rod of the syringe she was using flew out, and while trying to catch the part she was stuck in her right thumb. She went to her physician numberous times because of this injury, and also received antibiotics for the cut on her thumb.